Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 3.50x8mm promus element stent was selected and advanced to treat the unspecified target lesion, however resistance was encountered at proximal side of the lesion. In order to perform additional dilation wtih a balloon catheter, the physician elected to remove the promus element device. During removal, the device came into contact with a non-bsc guide catheter and the proximal edge of the stent strut was lifted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
A visual and microscopic examination found that the stent was damaged at the proximal end. One strut at the most proximal row was slightly lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 3.50x8mm promus element stent was selected and advanced to treat the unspecified target lesion, however resistance was encountered at proximal side of the lesion. In order to perform additional dilation wtih a balloon catheter, the physician elected to remove the promus element device. During removal, the device came into contact with a non-bsc guide catheter and the proximal edge of the stent strut was lifted. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.